Manufacturer narrative:
On (B)(6) a medtronic representative went to the site to check out the system. The system passed all software and hardware testing. No fault found.

Event description:
A medtronic representative reported that during a transsphenoidal tumor resection surgery, the surgeon said that axiem navigation was 1 cm "off." The medtronic rep had provided guidance for the surgeon on how to increase accuracy during registration, but he did not want to follow her recommendations. On skin the axiem tracer was spot on. They draped the patient, plugged in a disposable ent suction, he touched a landmark on the skin, and it was off. The stingray patient tracker didn't move during the draping. He continued to complete the case utilizing navigation with no harm to the patient.

Manufacturer narrative:
The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
Correction: there was a reported delay to the procedure of less than 1 hour due to this issue.